Event description:
On (B)(6) 2010, the patient was first implanted with a talent stent graft to repair the thoracic aneurysm and then gore excluder aaa endoprostheses were implanted to treat an abdominal aortic aneurysm. It was reported to gore that the patient had significant thrombus in entire circumference from the descending aorta to around renal artery. Prior to implanting the excluder devices, the patient had no blood flow into the internal iliac arteries. The right internal iliac artery was intentionally covered with a contralateral leg component to seal a dissection caused by the insertion of the talent device. After the procedure ended, the patient's blood pressure at the left leg rapidly dropped, so a thrombectomy in the left iliac artery was performed, and a metallic stent (luminex, 10mm) was implanted. The physician decided to monitor the patient. On (B)(6) 2010, the patient expired due to bowel ischemia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported to gore that the patient had significant thrombus in entire circumference from the descending aorta to around renal artery. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus 2mm or more in thickness and / or 25% or more of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. Additionally, the IFU state that adverse events that may occur and / or require intervention include, but are not limited to: bowel ischemia and death. Also was implanted pxt281412/(B)(4).